Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that there was no sound from the mx40 and the device speaker malfunction inop error message did not display to indicate there was a speaker malfunction during an ECG flatline event. There was no report of patient harm.